Event description:
The pt was implanted with two scs leads from the same lot number. It was reported the pt is not receiving effective stimulation therapy from his scs system. The pt stated that when he sits, turns, or changes posture the stimulation changes significantly. The pt also stated he has experienced these positional changes since implant, and are very bothersome. The pt's physician has ordered x-rays and will determine the next course of action when the x-ray results are obtained.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.